Manufacturer narrative:
Product event summary: a partial portion of the lead was returned and analyzed and a flex fracture of the distal conductor was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had high impedance, high threshold and no capture in the ventricle. It was noted that the impedance increased after the patient had multiple falls. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.